Manufacturer narrative:
System updates pending. Results: known inherent risk of procedure. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. Per the valve academic research consortium (varc), prosthetic heart valve device success is described as no prosthesis- patient mismatch and mean aortic valve gradient <20 mmhg or peak velocity <3 m/s, and no moderate or severe prosthetic valve regurgitation. Valve-related dysfunction (structural valve deterioration) is described as a mean aortic valve gradient >20 mmhg, eoa <0.9¿1.1 cm2 and/or dvi <0.35 m/s, and/ or moderate or severe prosthetic valve regurgitation requiring repeat procedure (tavi or savr). In the short term, abnormally high gradients may indicate a leaflet that is not functioning optimally, while in the longer term an abnormally high gradient could result from calcification of the leaflets. Abnormally low gradients may be a symptom of regurgitation. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the exact cause of the increased gradient and stenosis of the sapien 3 valve post implant was considered to be caused by calcification and procedural factors (prosthesis-patient mismatch). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2018- 00848.

Event description:
As reported through the (B)(4) clinical trial, 2 years and 6 months post implant of a 23mm sapien xt valve in a failing pre-existing surgical aortic valve, a second valve in valve procedure was performed. A 20mm sapien 3 valve was deployed in the sapien xt valve. The day after the procedure, tte indicated an elevated gradient. The patient was placed on coumadin. Four months later, the patient had multiple episodes of gi bleeding from her colostomy. The patient was hospitalized for gi bleeding 3 months later. The patient received several transfusions due to bleeding from varices, secondary to possible portal hypertension and cirrhosis. Following the second valve in valve procedure, the patient reported fatigue, sob and lower extremity (le) edema. Eight months post implant of the sapien 3 valve, tte indicated an ef of 68%, a valve area of 0.8 and a mean gradient of 41 mmhg. ¿significant¿ patient-prosthesis mismatch was reported. The patient was evaluated by a CT surgeon and a surgical aortic valve replacement (savr) was recommended. During the open procedure, the aorta was noted to be ¿extremely¿ calcified. The sapien 3 valve, then the sapien xt valve and finally the initial pericardial magna valve were explanted. The annulus was debrided and an edwards 21 pericardial magna valve was implanted ¿in the usual fashion¿. The patient was weaned off of bypass. The patient tolerated the procedure very well and was transferred in satisfactory condition. The patient was extubated on postoperative day (pod) 1. The patient was discharged to home in stable condition on pod7. The explanted valves were not returned to edwards for evaluation. However, post explant, the valves were sent to pathology for evaluation. The pathology studies indicated, for the sapien 3 valve, an expanded aortic valve with a diameter of 1.5cm. No vegetations or fenestrations were identified. Mostly acellular collagenous tissue was reported. For the sapien xt valve, a diameter of 2.0cm was noted. No vegetations or fenestrations were identified. Mostly acellular collagenous tissue with dense adherent fibrosis and calcification was reported. For the pericardial valve, no vegetations or fenestrations were identified. Densely calcified fibrous tissue was reported.